Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the cable. There was no evidence of blood. A pre-cautery test was performed on the device with a reference power supply and hemopro tool. The device passed the pre-cautery test; the hemopro device produced energy and steam, and did not remain activated. Based upon the functional test, the reported failure, "device remains activated" could not be confirmed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro device continued to activate. A replacement cable was used to complete the procedure. The hospital did not report any pt effects. The product was returned. The event date and lot number are unk.